Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor position encoder error alarm but did not receive a motor error alarm customer's blood glucose was 143 mg/dl. Customer reported that drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor anomaly. The insulin pump was unable to confirmed error alarm due to erased history file. The insulin pump was received with minor scratches on lcd window.